Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that during flushing the device, the leakage of saline was confirmed from the puncturing site on (B)(6) 2018. No special treatment was taken for the leakage at that time. On (B)(6) 2018, when trying to remove the device, only the proximal fragment of the catheter was removed, and the distal fragment of the catheter was left in the patient body. Allegedly, the physician did not feel that the catheter got broken off when removing it, and it was unknown whether the catheter had been already broken or the catheter got broken when being pulled out by the physician. A later date (the exact date was unknown), the distal fragment of the catheter was removed by ivr. The device was implanted to the patient who had gynecological cancer on (B)(6) 2016. On (B)(6) 2017, the chemotherapy was completed. After completing the chemotherapy, the patient visited hospital continuously once a week for flushing the device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break was confirmed and the cause appears to be use related. The product returned for evaluation was one 4 fr nxt groshong catheter. The returned product sample was evaluated and a break was observed approximately 12.5 cm distal to the strain relief. A circumferential split was also observed approximately 0.6 cm proximal to the break site. A microscopic observation revealed the break surface to be mostly flat, but somewhat rough with a granular surface texture that appeared polished in some locations. The surface of the catheter material near the circumferential split was observed to be glossy. The edges of the split were observed to be slightly rounded and the break surface of the split was observed to be uneven and granular in texture. Additional, longitudinal cracking was observed at the corners of the split. The polished surfaces, the additional splitting, and the location of the break and split are typical of damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. Based off of the event description and the observed evidence, the break in the catheter likely occurred as the catheter was being removed due to the flexural fatigue damage already present in the device. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during flushing the device, the leakage of saline was confirmed from the puncturing site on (B)(6) 2018. No special treatment was taken for the leakage at that time. On (B)(6) 2018, when trying to remove the device, only the proximal fragment of the catheter was removed, and the distal fragment of the catheter was left in the patient body. Allegedly, the physician did not feel that the catheter got broken off when removing it, and it was unknown whether the catheter had been already broken or the catheter got broken when being pulled out by the physician. A later date (the exact date was unknown), the distal fragment of the catheter was removed by ivr. The device was implanted to the patient who had gynecological cancer on (B)(6) 2016. On (B)(6) 2017, the chemotherapy was completed. After completing the chemotherapy, the patient visited hospital continuously once a week for flushing the device.